Event description:
Technician alleged the bed exit is not working. The bed exit is arming but not alarming. No patient impact.

Manufacturer narrative:
The technician replaced the bed exit tape switches to resolve the issue.